Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 1. Age at time of event. 2. Age unit.

Manufacturer narrative:
Results: the penumbra system aspiration pump max 110v (pump max) was dirty on the outside and on the inside. The hex nut on the regulator knob was loose and subsequently could not control the vacuum pressure. The outlet cylinder filter was no longer attached to the outlet of the second cylinder and was found loose inside the pump casing. During functional analysis, the pump max was plugged in and powered on for 30 minutes with full vacuum and did not overheat or power off; however, the regulator knob was not able to control vacuum pressure. Conclusions: evaluation of the returned pump max revealed that the hex nut on the regulator knob was loose and caused the inside tubing to twist once manipulated. This hex nut can come loose if the regulator knob is over-rotated in either direction. This contributed to the inability to control vacuum pressure while functionally analyzing the pump. Further evaluation revealed that the outlet filter on the second cylinder was loose and no longer attached. The root cause of the outlet filter becoming loose could not be determined. Functional analysis revealed that the pump max operated and ran without other complications. The root cause of the reported overheating and pump turning off could not be determined. Penumbra pumps are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110v (pump max). During the procedure, the pump max overheated and shut down. Therefore, the physician discontinued use of the device and completed the procedure using another pump max. There was no report of an adverse effect to the patient.